Event description:
It was reported that during an unknown procedure, the surgeon put the stapler on and then the device would not release. It is unknown how the case was completed. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.